Event description:
The customer reported that one pt experienced fever, chills, nausea, and syncopal episodes. According to the CT scan result, the pt also experienced "inflammation of the colon." After having procedures. The pt was prescribed antibiotics. The asp field svc engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse checked the sys and adjusted the compressor output pressure to the basin ports. The output pressure was at 15 psi and adjusted it back up to 20 psi. The fse recommended customer to change out their water filtration filters as follows: the 1.0 micron filter (on the left of the filtration sys) should be changed every month. The larger filter, 0.2 micron (on the right should be changed every 6 months). The fse completed all sys diagnostics and checks. The sys is operating according to MFR's specifications.